Manufacturer narrative:
The farawave catheter was evaluated by boston scientific. A test guidewire was inserted through the device successfully, and no unusual resistance was felt. The device passed all tests performed and analysis did not reveal any failures within the product. Laboratory analysis was unable to confirm the reported clinical observation of guidewire stuck. Device was found within specifications.

Event description:
It was reported that there was a guidewire stuck inside the catheter. During a pulmonary vein isolation to treat an atrial fibrillation (afib), a farawave 31mm catheter was selected for use. During the procedure, the physician noted the wire became difficult to maneuver in and out of the farawave catheter. The catheter was removed and inspected without obvious deformation; however, it remained difficult to maneuver. The farawave catheter and non-boston scientific j wire were both removed and exchanged for a new device, and the issue resolved. The procedure was completed successfully with no patient complications. The device has been returned for laboratory analysis.

Event description:
It was reported that there was a guidewire stuck inside the catheter. During a pulmonary vein isolation to treat an atrial fibrillation (afib), a farawave 31mm catheter was selected for use. During the procedure, the physician noted the wire became difficult to maneuver in and out of the farawave catheter. The catheter was removed and inspected without obvious deformation; however, it remained difficult to maneuver. The farawave catheter and non-boston scientific j wire were both removed and exchanged for a new device, and the issue resolved. The procedure was completed successfully with no patient complications. The device has been returned for laboratory analysis.